Manufacturer narrative:
(B)(4).the device was received and evaluated by baxter. It was not confirmed and not duplicated that the delay did not work when put in pca. It was confirmed and duplicated that the device delivered. The assignable cause could not be determined at this time.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that the pca (patient controlled analgesia) delay was not working and that the device delivered the bolus dose. This occurred during biomedical testing with no patient involvement. The user facility used saline when testing the pump. There was no injury, adverse event, or medical intervention associated with this event. There is no further complaint information available.